Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide (B)(4). Approximate age of device - 7 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was currently admitted to the hospital due to hypertension. Hemoglobin and hematocrit dropped down to 6.6 and 22.3 on (B)(6) 018. The patient reported dark stools and was transfused with 2 units of packed red blood cells over a 24-hour period. Hemoglobin and hematocrit rose to 8.8 and 28.2 following the transfusion. The patient had a push enteroscopy of (B)(6) 2018 with no active signs of bleeding. The patient was given IV iron and had no further bleeding events and hemoglobin and hematocrit remained stable. Anticoagulants at the time of event were aspirin, warfarin and heparin. No additional information was provided.